Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection and erosion. It was also reported that the patient had sepsis. There were no additional adverse patient effects reported. The ra lead was explanted.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection and pocket erosion with sepsis. The patient was also given intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.